Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx monitor/defibrillator did not charge up to 150 joules during a patient incident. The device was being used to monitor the patient and give therapy when required. The device worked fine the first few charges. No shocks were needed due to the patient being in a pulseless electrical activity (pea). During another status check, the user charged up the device but it failed to reach 150 joules on the screen. The patient was in a ventricular fibrillation at this stage. Another defibrillator was used to defibrillate the patient. The patient outcome is not known.

Manufacturer narrative:
The processor pca was returned for failure analysis. During lab test, the reported problem could not be verified or duplicated. No fault was found with this processor board. Philips cannot rule out a malfunction of the processor pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
A philips clinical specialist reviewed the patient event file which showed that, for the first four charging events to 150 joules (at 9:34:14, 9:36:18, 9:38:47, and 9:42:02), there was a manual disarm of energy within 15 seconds. It was reported that the patient was in a non-shockable rhythm for these charging events and shocks were not needed. At 9:53:19, the case events indicate that the device charged to 150 joules. This time, the energy was disarmed by the users when they cycled the power at 9:53:31. At 9:53:38, the case events indicate the device was charging again to 150 joules. This energy was disarmed automatically by the device at 9:54:11 (charged energy that is not delivered within 30 seconds is automatically disarmed). These two charging events represent the ones where the users described the flickering of the screen and the tone ¿stuttering¿. The disarming of the device and cycling of power were done by the users in response to this unexpected device behavior. Since the patient was in a shockable rhythm at this point, the users switched to a different defibrillator to deliver a shock. The heartstart mrx defibrillator was sent to philips for further evaluation. The philips repair bench confirmed the reported symptom and isolated the issue to the processor pca, which had malfunctioned. The processor pca was replaced to resolve the observed symptoms. The device was extensively tested overnight and successful operation of the device was confirmed. The device was returned to the customer.

Event description:
It was reported to philips that the heartstart mrx monitor/defibrillator did not charge up to 150 joules during a patient incident. The device was being used to monitor the patient and give therapy when required. When charging the device for a shock, the device charged energy as expected the first few times. When charging the device for a shock at 09:53, the screen on the heartstart mrx defibrillator began flickering and the audio tone was stuttering. Another defibrillator was used to defibrillate the patient.